Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete essential performance testing ) has been confirmed. Upon investigation the electrode belt trunk cable was severed. The root cause for severed cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.